Event description:
It was reported that an exactamix vented micro-volume inlet had particulate matter within the overpouch. This was observed before use while the device was still in the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, h7, h9, and h11: h11: the actual device and photo sample were received for evaluation. A visual inspection was performed on the photo sample, and a small hair type object or particle of foreign matter in the sealed packaging of the product was observed. A visual inspection was performed on the actual sample, and a small dark hair type object or particle of foreign matter 2.5 mm in length in the sealed packaging was observed. Additionally, a retention sample was evaluated. Visual inspection of the retention sample identified a small particle embedded in the pouch. The reported condition was verified on actual and retention samples. The cause of the condition could not be determined; however, the most probable cause was due to variations of the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.